Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2007, a 2.5x 28 mm rx xience v stent and a 2.5 x 18 mm rx xience v stent were implanted in the 2nd obtuse marginal. In 2008, it was reported that the patient died. There was no information provided regarding the patient's death. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that death, in the xience v IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implants and the procedure was completed successfully. In this case, it is unknown if the death is related to the devices or to the procedure. A conclusive root cause for the reported patient effect, and the relationship to the devices, if any, cannot be determined. The 2.5 x 18 mm rx xience stent delivery system is being reported under this same manufacturer report number.